Event description:
It was reported that "blockers cross threaded multiple times. Screw exchanged out and blocker inserted smoothly."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval. Five blockers (cat# 03756230) are referenced in this complaint, however, the screw seems to be at the root cause of this event. Investigation is pending, reportability of the blockers will be re-evaluated once it is completed.